Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained via: could you provide the batch number? Not available. Please clarify if the suture broke into separate pieces or if the whole suture. Separated from the needle. Broke into separate pieces. Did the reported problem (needle thread cut, needle detachment) occur during patient use or prior to patient use? In patient use. Was the procedure completed? If not, explain why not and what would be done to complete it (scheduled operation, planned or potential surgery without a schedule). Yes if yes, please explain how the procedure was completed. Date of the event and name of the procedure? Removing needle remnants with x-rays and searching tissue. Please indicate the status of the devices as they have not been received for analysis. If the device has been shipped, provide the shipment tracking details. Not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in 2021 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.